Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent kink was encountered. A 3.50 x 38 synergy drug-eluting stent was selected for use. However, during preparation, it was found kinked at the section that the stent mounting on balloon. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis with stent protector and mandrel attached. The mandrel returned in the wire lumen of the device was consistent in appearance with a bsc synergy mandrel. The mandrel was kinked 15mm from the proximal end. To remove the mandrel and stent protector distally, the kinked section of the mandrel was cut by the analyst. The stent protector and mandrel were then removed distally without issue. The returned mandrel outer diameter was measured which is consistent with the synergy product mandrel. The stent protector was consistent in appearance with a bsc synergy stent protector. The inner diameter of the stent protector was measured and the result was within specification. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent kink was encountered. A 3.50 x 38 synergy drug-eluting stent was selected for use. However, during preparation, it was found kinked at the section that the stent mounting on balloon. The procedure was completed with another of the same device.